Event description:
Consumer complaint of low blood results. Caller normally is around 130mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the lowest result given (57) and the normal result (130) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer stated the meter is giving a "lo" reading. Performed two more tests and obtained 147 mg/dl and 162mg/dl results. No adverse event reported.